Event description:
A distributor in japan reported on behalf of a healthcare facility, via a fisher and paykel (f&p) healthcare field representative, that a mr290v vented autofeed humidification chamber, provided with a rt266 infant dual-heated evaqua2 breathing circuit, was found with multiple small holes on the base of the chamber. The customer has indicated that a saline solution was introduced to the chamber five days before the holes were observed. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The complaint (B)(6) vented autofeed humidification chamber is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility, via a fisher and paykel (f&p) healthcare field representative, that during patient use a mr290v vented autofeed humidification chamber, provided with a rt266 infant dual-heated evaqua2 breathing circuit, was found with multiple small holes on the base of the chamber. The healthcare facility indicated that nebulised medications (saline and bromehexine hydrochloride) had been administered via the system on multiple occasions prior to the holes being observed. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Corrections: section d: d1, d2, d4 updated to reflect mr290v venter autofeed humidification chamber as the subject device. Seciotn g4: 510(k) number updated to k934140. Section h6: removed medical device problem code 1250. Section h11: method: the subject mr290 vented autofeed humidification chamber was returned to f&p healthcare in new zealand, where it was visually inspected and analysed. Results: visual inspection of the returned mr290 vented autofeed humidification chamber identified, white residue on the outside of the chamber and several small holes in the base of the chamber. Further analysis confirmed the presence of sodium and chlorine. Conclusion: the results indicate that the most likely cause of hole formation and corrosion of the aluminium chamber base is exposure to saline solution (sodium chloride), which reacted with the aluminium base. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water." - "the use of breathing circuits, chambers, accessories or combinations which are not approved by fisher & paykel healthcare may result in poor humidification system performance, ventilator malfunction and harm to the patient/user." - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient."